Manufacturer narrative:
This medical device report identifies a second ectopic pregnancy, post essure, for the same pt. The first ectopic pregnancy was reported as: MDR 2951250-2009-00049.

Event description:
Physician reported an ectopic pregnancy for a pt that underwent the essure micro-insert placement procedure on (B)(6)2008. Pt did not return for an essure confirmation test (hsg). On (B)(6)2009, pt was treated with methotrexate; pregnancy was terminated. On (B)(6)2009, pt was seen by her physician for follow up, post-treatment. On (B)(6)2009, physician's nurse reported that pt is doing well.

Manufacturer narrative:
(B)(4).